Manufacturer narrative:
Product event summary: the data files showed at least twelve applications were performed with a balloon catheter without any issues or system notices on the date of the event. The flexcath advance sheath was not returned; the issue could not be investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a competitor product was unable to be advanced further in the sheath. It was noted that the tip of the competitor product was passed through the hemostatic valve . The sheath was removed, and was replaced as there was a possible damage to the hemostatic valve. The case was completed with cryo. No patient complications have been reported as a result of this event.